Event description:
It was reported that during a device changeout, the setscrew would not accept the wrench. The pulse generator was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.